Event description:
A facility reported that while the patient was being positioned in the mayfield infinity skull clamp (a1114), too much pounds of pressure was applied to the patient. No information on patient injury or surgical delay was provided. Additional information has been requested.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit showed that the lock has both rotational and lateral movement and a residue buildup was present; however, when the unit was locked down under pressure, it did not move. Unrelated to the reported issue, the index knob and the lock needed new components added to replace worn internal parts, and machining was required to have heli-coils added to large starburst threads. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the complaint cannot be confirmed. When the unit was received, it had the pediatric 18lb torque knob in the ratchet extension, but this would be the wrong torque knob to be used for an adult skull because the torque knob would not provide sufficient pressure to hold an adult head. Therefore, probable root cause of the reported complaint is improper placement of the skull clamp on the patient. Additionally, the unit is at the end of its repair life; therefore, this will be the last time the unit will be repaired due to age. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.